Manufacturer narrative:
H10: additional narratives updated b5 and h6 per new information received.

Event description:
Edwards received information that a patient with a 21mm pericardial aortic valve had severe aortic regurgitation secondary to structural valve deterioration after implant of unknown period. A leaflet which corresponds to the non-coronary cusp had restricted motion. A symptom of heart failure, dyspnea on exertion was seen.

Event description:
Edwards received information that a patient with a 21mm pericardial aortic valve had severe aortic regurgitation secondary to structural valve deterioration after implant of unknown period. A leaflet which corresponds to the non-coronary cusp had restricted motion. A symptom of dyspnea on exertion was seen.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 21mm 2900 pericardial aortic valve underwent valve-in-valve procedure due to severe aortic regurgitation and stenosis secondary to structural valve deterioration after implant of eighteen (18) years and four (4) months. A leaflet which corresponds to the non-coronary cusp had restricted motion. A symptom of heart failure, dyspnea on exertion was seen. A tavr procedure was performed with a 23mm sapien3 transcatheter valve. The patient status was reported as discharged.

Manufacturer narrative:
H10: additional narratives updated b5 per new information received corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.